Event description:
Event description boston scientific crm received information that this device had stored episodes of ventricular tachycardia due to oversensing of noise on the atrial and ventricular channels. An electrogram was faxed to technical services for review.

Manufacturer narrative:
A technical service consultant discussed options with the representative for this issue. The physician ordered a holter monitor for the patient and will follow him. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. It was reported over four years later that noise continued on the ra and rv leads. Most recently, the patient experienced a syncopal episode while walking. Upon device interrogation, the device had been programmed at aair 30 paces per minute, due to noise in the past, and the patient had an underlying rate of 45 beats per minute. It also appeared as though the rv lead may have dislodged and that there was a loss of capture. Atrial measurements were reported as 650 ohms for impedance, p-waves of 1.4mv and the sensitivity was 0 .75mv and bipolar. The noise could not be reproduced. Technical services discussed troubleshooting. The device was temporarily reprogrammed to aao 70. Ultimately, the physician elected to explant the device, surgically abandon the ra lead related to oversensing and explant the rv lead due to sensing issues.